Manufacturer narrative:
Other text: d4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a malfunction while in use with a patient. The patient was not able to continue successfully in their therapy. No adverse patient effects reported.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the pump being improperly programmed; or component(s) not operating as intended because of unintentional damage, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: regulatory.responses@icumed.com.